Event description:
Device 2 of 2: reference MFR. Report#1627487-2018-08204. Additional follow-up indicates during the ipg replacement, the physician encountered difficulty inserting and disconnecting the lead in and out of the battery ports. Due to high impedances and appearance of lead wires, the physician opted to replace the lead during the same procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-08204. It was reported the physician opted to replace the scs lead during the previous ipg replacement to further address the issue. Reportedly, a portion of the original lead remains in situ due to damage during explant. In turn, a new lead was implanted wherein effective therapy was restored postoperatively thus resolving the issue.